Manufacturer narrative:
Device evaluation of electrode belt sn (B)(4) has been completed at the distributor. The reported problem (adjust belt messages) has been confirmed. Upon investigation the electrode belt failed functionality testing. The cause for the failure was isolated to an out of tolerance q1 component in the cable connecting ECG "a" and ECG "b". The root cause for the out of tolerance component could not be positively identified. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving frequent gong alarms.